Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash. The patient reported that they previously had dermatitis and eczema prior to using the lifevest, and was not sure if the new irritation was associated with the lifevest. The patient's physician prescribed the patient clobetasol to address the irritation. After using the prescription, the patient reported that the irritation was doing better. There were no allegations of a device malfunction contributing to the irritation.